Event description:
We have had an issue with a 50ml plastipak luer lock syringe identified in our aseptic unit on 09/02/2024. It was discovered to appear to have a white substance attached to the inside of the barrel of the syringe the syringe was discovered when removed from its sterile packaging, the syringe is clean and it was passed out of our isolator. ( please see attached photograph) the lot number of the 50ml syringe is bn: 2311046 expiry 31/10/2028 this is the only syringe reported to us at this time from this batch. The affected syringe is with me quarantined identified by our deviation number (B)(4) if you wish it to be returned to you?

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two photos and one physical sample was provided to our quality team for investigation. Through visual inspection, a white dot (bubble) was observed within the wall of barrel. A device history review was performed for lot 2311046, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Molding parameters were also reviewed and verified all to be within the validated process limits. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no bubbles within the syringe or other defects were observed. This issue can occur due to a lack of compaction during the molding process, causing the material not spread completely, creating the bubble as observed in the sample provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the bubble likely generated during the molding process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.